Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - patient's family member.

Event description:
It was reported that the patient became unconscious and was taken to the hospital by paramedics. The patient's pulse was below 30 pulses per minute due to intermittent capture. The voltage was turned up, keeping the patient stable for a few more weeks until he became weak and dizzy once more and was readmitted to the hospital. As there had been an ongoing issue with intermittent capture on the ventricular lead, the lead was capped and replaced.